Event description:
A customer reported that the analyzer posted two pts resulted that did not correlated with their laboratory info system (lis) info. Results were not reported. There was no report of harm as a result of this event.